Event description:
The account alleged the side rail would not go up all the way. No pt impact.

Manufacturer narrative:
The safety latch in the side rail was released by the technician to resolve the issue.